Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. Error code 46228 was identified, indicating a microprocessor reset. The exact cause of the failure was not determined. The printed wire assembly was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that, during testing, the device has a cracked battery compartment. There was no patient involvement. Evaluation of the returned device identified error code 46228 indicating an unexpected microprocessor reset.